Event description:
Procedure: exploratory lap. According to the reporter: the surgeon then used a gia universal with a 60-3.5 reload to repair the staple line approximately one and a half inches proximal to the original staple line. There was a small opening in the middle of the staple line. This resulted in an additional one and one half inches of bowel resection.

Manufacturer narrative:
(B) (4).